Event description:
Related to MFR report # 2183959-2012-01657. Related to MFR report # 2183959-2012-01659. It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee on (B)(6) 2008 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to extreme and chronic pain, vaginal erosion, worsening dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, hardening, mesh erosion, significant mental and physical pain and suffering, permanent injury and additional surgery and/or other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.